Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it exhibited high within range pacing impedance, high pacing threshold and low amplitude measurements. Consequently, the physician made the decision to implant a different lead and the procedure was completed successfully, as optimal electrical measurements were identified. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing, but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it exhibited high within range pacing impedance, high pacing threshold and low amplitude measurements. Consequently, the physician made the decision to implant a different lead and the procedure was completed successfully, as optimal electrical measurements were identified. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.